Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The 14fr esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the sheath shaft was separated from the sheath housing. The proximal strain relief was stretched and torn by the proximal sheath shaft flare. The proximal flare on the sheath shaft was damaged. The separation was caused by the failure of the shaft-to-housing compression fit, not a component/material failure. Adhesive was present on the sheath housing comnut and strain relief. It was also observed that the distal 1.5 inches of the sheath was not expanded. The liner was torn, the tear was approximately 0.5 inches in length and located 5.5 inches proximal from the soft tip. Scratches were observed along the sheath shaft, indicative of sheath interaction with calcification. The sheath shaft was also observed to be curved, indicative of sheath insertion in tortuous anatomy. No case imagery or device photographs were provided for review. Functional testing was not able to be performed due to the nature of the complaint. Dimensional analysis of the single wall thickness of the liner was performed. Measured components were within specifications. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints for the associated complaint codes. Complaint history review from (B)(6) 2019 to (B)(6) 2020 for the edwards esheath revealed no other returned complaints for the initial complaint event. The complaint history review revealed other returned complaints for the other complaint events. Review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2020 control limit for the appropriate trend categories. Per IFU and training manuals correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. Edwards provides training manuals and instructions for use for each delivery system and esheath which include procedures for the esheath device preparation and usage. Based upon the detailed IFU and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage. During the manufacturing process, the sheath shaft and soft tip scoring undergo multiple 100% visual inspections. The completed sheath assembly undergoes 100% visual inspection under 3x magnification. The sheath undergoes multiple 100% visual inspections during final inspection. Additionally, product verification testing is also performed on a sampling basis. These inspections during the manufacturing process support that it is unlikely that a nonconformance in manufacturing contributed to the second and third complaint events. Since manufacturing of this complaint device, a CAPA was implemented to address a manufacturing related issue which was identified to potentially lead to the first complaint event. As the device was manufacturing prior to implementation of corrective actions, a potential nonconformance may have contributed to this complaint event. In this case, the complaints were confirmed. Investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the resistance and liner tear events. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As stated in the complaint description, ¿during a transfemoral tavr procedure, a 26mm sapien 3 ultra valve would not track through the 14fr esheath due to vessel characteristics [¿] vessel tortuosity and calcification was reported¿. As stated in the training procedural materials, these factors can increase push force necessary to introduce delivery system/thv through the sheath. Additionally, interaction of the sheath with calcification in the access vessel can damage the liner, making it susceptible to tearing during advancement of the delivery system/thv. Although a definite root cause of the events was not able determined, available information suggested patient factors (access vessel tortuosity, calcification) may have contributed to the reported resistance and liner tear. The complaint for the separated hemostasis valve was also confirmed. The observed failure mode is similar to a previously identified failure, in which there is a failure of the compression fit between the sheath shaft and sheath housing. A potential manufacturing issues may have contributed to the complaint event. During manufacturing of the sheath, if 1) the trim length of the sheath shaft proximal flare is excessive and 2) the interface between the proximal flare and the housing are inadequate, the shaft and housing may be susceptible to separation when subjected to lower tensile forces. In response, a CAPA was initiated to update manufacturing procedures relating to the trimming of the shaft and assembly of the shaft/housing components. As the complaint device was manufactured prior to implementation of corrective actions, it is possible that these manufacturing issues contributed to the complaint event. However, due to the condition of the device (e.g. Separated, damaged), it is not possible to confirm the non-conformance. Although a definite root cause of the events was not able determined, available information suggested a potential manufacturing issue (excessive sheath shaft trim length on proximal flare, inadequate interface between sheath shaft proximal flare and sheath housing) may have contributed to the reported event. As no product non-conformances, or IFU/labeling/training deficiencies were identified for the resistance and liner tear, no corrective or preventative actions are required. A CAPA was previously initiated to drive corrective actions to address the separated hemostasis valve issue; this complaint unit was manufactured prior to implementation of corrective actions. A product risk assessment was previously initiated to assess risks associated with the issue; the risks identified in the risk assessment remain applicable.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, a 26mm sapien 3 ultra valve would not track through the 14fr esheath due to vessel characteristics. During the attempt to advance the delivery system and valve, the sheath hub ¿detached¿. The devices, sheath, delivery system and valve, were withdrawn without consequences to the patient. A 16fr esheath was then prepared and inserted. Tracking difficulties were also encountered while advancing the second esheath. The second esheath was removed from the patient without injury. A 20fr non-edwards sheath was then used and a new 26mm sapien 3 ultra valve was successfully deployed. At the time of the report, the patient was in stable condition. Information regarding access vessel minimum luminal diameter (mld) was not provided although the vessels were reported to be ¿very large¿. Vessel tortuosity and calcification was reported.